Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited loss of capture with very high thresholds. In a lead revision procedure, repositioning was unsuccessful and the lead was explanted. No adverse patient effects were reported.